Event description:
It was reported that stent damage occurred. The 92% stenosed, 14-18mm x 2.75-3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tail end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,ous 2.75 x 16 mm stent delivery system was returned for analysis broken at the strain relief and without the manifold hub section of the hypotube. A visual examination of the stent found stent damage. Stent struts from the distal stent strut row region were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated in the strain releif region with the manifold hub section of the device not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.no other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 14-18mm x 2.75-3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tail end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.